Event description:
Dr uncapped the existing IV in the right ac but it did not get any blood return. He then attempted to put the wire through the IV under fluoroscopy but the tip of the wire just bunched up. When removing the wire dr said "it felt as if the wire was coming out but the tip wasn't moving under fluoroscopy, then it finally came out, and was all unraveled (untwisted)".